Event description:
It was initially reported by company representative that the patient was in a wheelchair and needed to be moved into the bed. Sling was placed under the patient and then attached to the hanger-bar assembly. Lift was raised about six to ten inches and then the hanger-bar assembly fell onto the lap of the patient. From received information no injury occurred to the patient or caregiver as a result of this incident. Ref # MFR 9611530-2014-00043.